Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot#serial#: unknown, product type: lead, ubd: unknown, UDI#: unknown. This regulatory report is being submitted due to retrospective review through CAPA: 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the trial patient experienced sensory and transient motor deficits in the left leg following their trial on (B)(6) 2021, as well as a post-dural puncture headache as of on (B)(6) 2021. Both events were related to the procedure and associated with the lead, and both required hospitalization for more than 24 hours. The motor weakness in the left leg was classified as moderate and began on the evening of on (B)(6) 2021. Urgent CT imaging on (B)(6) 2021 revealed the electrodes were not located spinal and there was no hematoma. Corrective actions included turning off stimulation for 1.5 hours, administering solumedrol IV (4 x 40 mg) starting on (B)(6) 2021, and initiating physiotherapy. The patient was noted to have been ¿already recovering a bit¿ on (B)(6) 2021. By on (B)(6) 2021, the patient had shown major improvement, with only minor symptoms persisting. Clinical assessments on (B)(6) 2021, on (B)(6) 2022, and at the study end on (B)(6) 2022 indicated the motor weakness was almost resolved, with only small residual complaints. The post-dural puncture headache, classified as moderate, was treated with bed rest, IV hydration, coffee, cola, and lonarid. It resolved without sequelae as of on (B)(6) 2021. The motor deficit remained ongoing but significantly improved at the time of study completion. No further complications were reported or anticipated.